Event description:
During review of programming history, it was noted that a faulted system diagnostics test was performed on (B)(6) 2011, which changed the patient¿s settings. The change was noted and the settings were adjusted; however, the device was not set back to the same settings as prior to the settings change. It is unknown if the patient was at the intended settings or if the physician just did not fully correct the settings.

Manufacturer narrative:
Analysis of programming history.